Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving saline via an implantable pump for pain. On an unknown date, the patient had a pump implanted, and at first, the pump seemed to help the patient. As time went on, the patient felt the pump was not working as well and had no therapeutic effect. The change in therapy was gradual. The patient believed "it" was causing her more trouble than it was worth. There were no mechanical issues with the pump, but the pump had not been effective and the patient was not getting the relief they wanted from the therapy. The hcp had tried different medications and doses, but none were effective. The pump currently contained saline and was approaching elective replacement indicator (eri), therefore, the hcp wanted to shut the pump off. The patient elected to explant the pump in about one month.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that "they" do not know what the cause of the patient's lack of therapeutic effect was. They "followed the guidelines of the polyanalgesic consensus for intrathecal drug deliver for chronic pain and were not able to find a drug or combination of drugs which effectively relieved the patient's chronic pain". Therefore, when the pump reached eri, it was decided to explant the pump.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-05, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient stated there had been no significant relief from day 1. The patient had an intolerance to morphine therefore dilaudid was used from the start. The pump medication (dose/concentration) were adjusted and admixtures were tried with no significant improvements. The max dose of morphine reached was 18.6 mg/day in 2010. It was also noted lioresal (baclofen) (concentration and dose unknown) was added to the mixture in 2009 but this was ineffective. The troubleshooting performed during the event was pump programming to confirm pump and catheter function with normal flow demonstrated. A magnetic resonance imaging (MRI) of "l" spine was done and no abnormalities were found. The patient was using tylenol #3 and oral dilaudid during the event. The patient had a medical history of depression and anxiety with allergies to sulfa. The patient's indication for use (IFU) was cervical myelopathy following two cervical surgeries.